Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. The unit was determined to be functioning as designed. (B)(6).

Event description:
The customer reported inaccurate readings wherein the measured spo2 value was 10% lower than a comparator device. No consequences or impact to patient were reported.